Event description:
Caller reported a malfunction with alarm 2 followed by alarm 26. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support guided the caller through steps to resolve the issue, including disconnecting tubing, delivering a bolus, and replacing supplies. The initial alarms recurred, but a successful bolus was eventually completed, and the customer was advised to replace supplies and resume insulin.